Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a peripheral atherectomy procedure with a csi orbital atherectomy device (oad), the procedure, a device issue occurred and the procedure was aborted. The target lesion was located in the mid peroneal and was 99% stenosed. During treatment of the lesion, the peripheral device emitted an odd noise and became stuck in the lesion. An attempt was made to remove the device, however it was unable to be retracted into the sheath. An additional guide wire was inserted allowing the sheath, device and guide wire to be removed together. The arteriotomy began to appear unstable, therefore the procedure was aborted. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported oad was received for analysis with the guide wire utilized during the procedure engaged in the device. The driveshaft was noted to be damaged and elongated, indicating that it was subjected to tensile loads. If the device became stuck in the lesion, the damage may have occurred during attempts to remove the device, however this could not be confirmed. When operated, the device functioned as intended with no anomalies noted. There was no other damage observed with the device or guide wire which may have contributed to the reported event. At the conclusion of the device analysis investigation, the cause of the reported event was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID#(B)(4).